Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with unexpected restart alarm. The blood glucose was 107 mg/dl at the time of the incident. After completing unexpected restart alarm troubleshooting and receiving another unexpected restart alarm after a battery change. Customer advised to replace and monitor the insulin pump. The insulin pump will not be returned for analysis.